Event description:
The customer reported a display failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a display failure. There was no report of pt involvement. The device was evaluated and the issue was confirmed by a philips authorized support distributor. The display was replaced to resolve the problem. The device passed all performance assurance tests and was put back into service.